Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Antiback up. Evaluation summary: the analysis results for the mcl20 device show that it was returned in good visual condition. The device cycled and the clips would not feed properly. The device was disassembled and the lockout spring was found loose in the body as well as deformed. In addition, the device was returned with the antiback-up damaged. While no conclusion could be reached as to how this damage occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.